Event description:
The technician reported that a device jammed sometime between (B)(6) 2014 manual pressure was applied for 10 minutes with no resulting hematoma. The pt was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1400302) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.